Manufacturer narrative:
Additional information b5: medtronic received additional information that the batteries had been installed in the instrument for 5 years. The lot number for the batteries that were removed is unknown. Correction device evaluation summary: the reported issue with the charging function of the instrument's battery indicator was verified during service. The service technician duplicated the error and found that the batteries were overdue for their four year replacement due to the instrument not having the preventive maintenance performed on its annual cycle, from consolidating instruments from multiple hospitals into a single location. The issue was resolved by replacing the batteries. Preventive maintenance was performed per specifications. The instrument was evaluated in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that there was an issue with the charging function of the instrument's battery indicator. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.